Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and user unable to access anything. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. The field service engineer (fse) inspected station, and the drive was found to be full. The hard drive was replaced, and the station was configured and synced. The customer tested the station, confirming that it was functioning correctly. Connectivity was verified in remote support services (rss), the system time was confirmed accurate, and inventory was validated by the customer. The system functioned as intended after the field service engineer repaired the device.